Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin exiting the infusion tubing during the load fill tubing sequence after 29 units had been used. The customer stated that insulin was felt around the luer lock. The customer's blood glucose (bg) level was in the 160's mg/dl range. The customer reconnected the luer lock and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence.